Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and is pending evaluation. A supplemental will be submitted with evaluation results.

Event description:
It was reported that intravenous catheter was used for the first time during treatment on august 12 (the catheter was used for the entire chemotherapy treatment cycle of the patient). No problem was found after several subsequent admissions to the hospital. In early november, patient was admitted again for treatment. On (B)(6), the line was flushed before treatment and found that the surrounding film was wet. After inspection, it was found that there was a crack in the tube and leaking fluid. The treatment could not be continued, and the tube could only be removed. An ordinary intravenous drip was used to complete treatment. The patient will need to recover after the treatment is over before the IV catheter can be replaced, causing the patient to suffer from the pain of the treatment one more time. No other information provided, at this time.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a damaged catheter was confirmed; however, the root cause was not identified. The product returned for evaluation was one photograph which depicted a 4fr single lumen powerpicc catheter. The depicted portion of the catheter included a region of extension tubing between the molded joint and the clamp. The device appeared to be secured in place to the arm of a patient. Clear fluid was visible within the extension tube. Damage was evident in the extension tubing just distal of the molded joint. Extension tubing damage was evident in the depicted catheter; however, inspection of the photograph was insufficient to identify the cause of the damage. Consequently, this complaint is confirmed as ¿cause unknown¿ at this time.